Event description:
Allergies, pain during relation, fatigue, brain fog, bleeding, inflammation, lower abdomen pain, lower back pain, migraine, etc. (B)(4).

Event description:
(B)(4). What the FDA is going to do about essure? Thousand young woman are ending like me, having hysterectomy because essure.!!!!!!